Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper handling by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis. The device was not returned to olympus for evaluation as the customer discarded the electrode after being retrieved during the procedure. No device therefore could be evaluated. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf-resection electrode broke. The issue was found during a therapeutic hysteroscopy that was completed with a similar device. There were no reports of patient harm.